Event description:
The report from the e-cypher database indicated that 192 days after the index procedure the pt was found to have exertional angina during the follow-up period. Coronary angiography demonstrated a greater than (>) 50% stenosis (restenosis) of a previously stented lesion. The lesion was reported to be an in-stent restenosis that was treated by ptca and stenting at another facility. The event was reported to be mild in severity, not a serious event and the relationship to the device/procedure was reported to be highly probable. The indication for the index procedure was unstable angina class iia. The pt was reported to have single vessel coronary disease. The target lesion was the distal right coronary artery (rca). The vessel was reported to be 2.75mm in diameter and a readily accessible proximal segment. The lesion was reported to be: not ostial/totally occluded/a bifurcation lesion, 27 mm in length, smooth eccentric, with little or no calcium, absent of thrombus, a 90% stenosis, and type c. The lesion was pre-dilated with a 2.0/30 mm balloon at 18 atm. A cypher 2.5/33 mm stent was deployed at 18 atm with a satisfying result. The flow pre and post-procedure was timi 3. There was no procedural complication. Six (6) month follow-up patient visit indicated the pt had no angina, no new adverse events or coronary procedures since the last contact, and was continuing their medical regimen. Twenty (20) month follow-up patient visit indicated the pt had no angina, no new adverse events of coronary procedures since the last contact, and was continuing their medical regimen.